Manufacturer narrative:
Additional information was received on september 1, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging sinus infection, sinus problem, nasal/throat irritation and soreness. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device at the manufacturer, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device's downloaded logs were reviewed by the manufacturer. There was zero error code found. The manufacturer concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging sinus infection, sinus problem, nasal/throat irritation and soreness. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.